Manufacturer narrative:
Block d10: model number/catalog number: 1201. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient is concerned if their multiple falls have affected their stimulation. The patient reported their big fall was at the end of march and left them blind in their left eye. The patient experienced a dull ache in their back but said it is not worse now since they changed programs, just more aware of it. It was suggested to the patient that they turn off their stimulation, but the patient declined. The patient would rather leave their stimulation on just in case it is helping them. The patient will keep the therapy support specialist (tss) posted on when they will make an appointment with the physician and notify the local care team. The patient never indicated if they were or were not prescribed medication for the ache in their back. The patient was seen in-office for reprogramming. The patient stated when they get up and start going to the bathroom that is when they completely empty their bladder uncontrollably. That was their main issue and not frequency. The patient was reprogrammed again by the tss. Then the patient reported things got worse than before the implant. The patient reported pain in their stomach and has been worsening since. The tss assisted with increasing stimulation and the patient will keep the tss posted on how things go. The patient reported their stomach pain is gone due to being given antibiotics. The patient reported doing pretty well after a procedure and has a follow up appointment with their physician.

Event description:
It was reported the patient is concerned if their multiple falls have affected their stimulation. The patient reported their big fall was at the end of march and left them blind in their left eye. The patient experienced a dull ache in their back but said it is not worse now since they changed programs, just more aware of it. It was suggested to the patient that they turn off their stimulation, but the patient declined. The patient would rather leave their stimulation on just in case it is helping them. The patient will keep the therapy support specialist (tss) posted on when they will make an appointment with the physician and notify the local care team. The patient never indicated if they were or were not prescribed medication for the ache in their back. The patient was seen in-office for reprogramming. The patient stated when they get up and start going to the bathroom that is when they completely empty their bladder uncontrollably. That was their main issue and not frequency. The patient was reprogrammed again by the tss. Then the patient reported things got worse than before the implant. The patient reported pain in their stomach and has been worsening since. The tss assisted with increasing stimulation and the patient will keep the tss posted on how things go. The patient reported their stomach pain is gone due to being given antibiotics. The patient reported doing pretty well after a procedure and has a follow up appointment with their physician.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient is concerned if their multiple falls have affected their stimulation. The patient reported their big fall was at the end of march and left them blind in their left eye. The patient experienced a dull ache in their back but said it is not worse now since they changed programs, just more aware of it. It was suggested to the patient that they turn off their stimulation, but the patient declined. The patient would rather leave their stimulation on just in case it is helping them. The patient will keep the therapy support specialist (tss) posted on when they will make an appointment with the physician and notify the local care team. The patient never indicated if they were or were not prescribed medication for the ache in their back. The patient was seen in-office for reprogramming. The patient stated when they get up and start going to the bathroom that is when they completely empty their bladder uncontrollably. That was their main issue and not frequency. The patient was reprogrammed again by the tss. Then the patient reported things got worse than before the implant. The patient reported pain in their stomach and has been worsening since. The tss assisted with increasing stimulation and the patient will keep the tss posted on how things go.